Manufacturer narrative:
Explanted date: device was not explanted. The actual device was discarded; therefore, an evaluation of the actual device was unable to be conducted. Review of the manufacturing record and the shipping inspection record of the product with the involved product code/lot number confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report of the product with the involved product code/lot number from other facilities. Based on the circumstances of occurrence, as a possible cause of this case, the following mechanism was inferred. However, since the actual sample was not returned, the cause of occurrence could not be clarified. When percutaneous coronary intervention (pci) was performed after stenting the actual product, the guidewire was threaded into the stent strut. The dilator was inserted through the guidewire. The inserted dilator hit the involved stent strut, elongated the stent, and moved to aorta. Relevant instructions for use (IFU) reference: "care should be given when additional devices and wires are delivered through a previously placed stent in order to prevent damage or dislodgement." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the left femoral approach was selected for the percutaneous coronary intervention (pci) in the left circumflex coronary artery (lcx) chronic total occlusion (cto) lesions. The misago 9.0/40 device involved and 7.0/80 were placed in the common iliac artery (cia) external iliac artery (eia) in the left iliac. Although it was presumed, the radifocus wire stiff type threaded into the stent strut of the misago 9.0/40. When inserting the dilator of the 8fr 40cm sheath (medikit), the dilator hit the misago 9.0/40, elongated the stent and it was displaced to the aorta (the distal of stent was barely crimped to the cia opening). Since the misago 9.0/40 and 7.0/80 were placed in an overlapped position, the misago 7.0/80 was pulled by the misago 9.0/40 and displaced to the central side while elongating the stent. After completing the pci, an attempt was made to dilate the metacross 8.0/40 in the stent of the misago 9.0/40 to put back to its original position. However, since the misago 7.0/80 on the distal side was already displaced to the central side, it was not possible to put back. Since the stent of the misago 7.0/80 was elongated and the strut was partially rough, the smart 8.0/100 was placed in the stent. In the misago 9.0/40, all sections other than the distal of stent protruded into the aorta. However, since no countermeasure was found, it was decided to observe the progress. A computerized tomography (CT) was taken at a later date. Although a small amount of blood clot was observed in the stent strut protruding to the aorta, the patient's condition was good. No part remained in the patient's body. The patient was in remission. Additional information was received on 02 mar 2023: there was no information that the stent broke off. The distal side of stent was barely crimped to the ostial of common iliac artery (cia). No intervention was performed. An additional competitor's stent was placed due to the misago involved displacement. The two misagos in this case were used in a different procedure and had already been placed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d3.